Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: the confidence spinal cmt sys, 11c (p/n: 283910000, lot #: unk) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that there was a small amount of cement on the bottom of the cement mixer. The cement failed to properly enter the base of the reservoir, instead of solidifying in the mixer. There is a possibility the cement may have solidified prematurely due to the manner with which it was stored and other environmental factors that might have an impact on the cement¿s setting time. Functional test: the functional test was failed to perform on the returned device as the cement was solidified. Can the complaint be replicated with the returned device? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review since the exact manufactured date of the device was not identified, the current revision of drawings were reviewed -confidence, final packaging assembly. -confidence cement reservoir and mixer kit . Complaint confirmed? Yes. Investigation conclusion: the complaint condition is confirmed for the confidence spinal cmt sys, 11c (p/n: 283910000, lot #: unk). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The possible cause could be the cement that may have solidified prematurely due to the manner with which it was stored and other environmental factors that might have an impact on the cement¿s setting time. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is company sales consultant. Without a lot number the device history records review could not be completed. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in canada as follows: it was reported that during an unknown procedure on an unknown date the cement didn't work correctly. It was hardened and wouldn't exit the applicator. No further information provided. This complaint involves one (1) device. This is report 1 of 1 for complaint (B)(4).